Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilatation, however, during procedure the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. It was further reported that the balloon was inflated once at less working pressure.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 73 mm in length and extended from a position 11 mm proximal of the proximal markerband to 13 mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed damage to the tip of the device. A visual and tactile examination found multiple shaft kinks and inner shaft kink. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilatation, however, during procedure the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.